Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14 cm distal to the is1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through in the distal region of the distal fragment, which can be assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for this device and lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to slowly decreasing rv sensing amplitudes from initially 6 mv to 2 mv over the past 10 years. No adverse patient events were reported. Should additional information be received, this file will be update.